Event description:
The customer reported that there was liquid leaking from the fluidics drawer of the beckman coulter dxi600 immunoassay instrument. Service was dispatched and replaced leaking waste tubing. The leaking liquid can potentially contain not only wash buffer but patient sample waste, qc material and other substances that are considered biohazardous and/or chemical in nature. No harm or injury was reported by the user. The customer did not seek or need medical attention. Hardware is the root cause for this event.

Manufacturer narrative:
(B)(4).